Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to high blood glucose and diabetic ketoacidosis on (B)(6), 2019 with blood glucose of 777 mg/dl at the time of the incident. The customer did not mention how they were treated. The customer experienced symptoms such as nausea, vomiting, abdominal pain, loss of consciousness, and difficulty breathing. The customer was wearing the insulin pump during the incident. The customer reported the pump was under delivering. Troubleshooting was not completed but the pump passed a high pressure test. The insulin pump will not be returned for analysis.